Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the 20gx1.75in pro safety arterial cath pur has been found experiencing leakage after use. The following has been provided by the initial reporter: the needle does not close after insertion, and blood continues to leak. Lot number: 1180114.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned. 5 retained samples from the same lot were tested for leakage. Once the catheters were inserted into the plastic plug, the cap was closed and then inspected for leakages. No leakage was found. After this first control, all the caps were re-opened and closed. This further action was performed to verify if the cap didn¿t close the internal lumen of the catheter properly after a second activation. No leakage was found. 10 samples of the same lot were submitted to leakage test as defined in the internal procedure. No leakage was found then either. H3 other text : see h.10.

Event description:
It has been reported that the 20gx1.75in pro safety arterial cath pur has been found experiencing leakage after use. The following has been provided by the initial reporter: the needle does not close after insertion, and blood continues to leak. Lot number: 1180114.